Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. Customer reported receiving a message 'lo' (reading <2.2 mmol/l) and self-treating with "dextro and cola". Customer experienced symptoms described as pressure on the chest, dizziness, high blood pressure, and restlessness and had contact with an hcp who administered glucose via injection based on the sensor scan result (unspecified). A laboratory glucose result of 25 mmol/l was obtained and customer was subsequently determined to be "over sugared" and required unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.